Event description:
It was reported on (B)(6) 2016 that the physician saw the patient on (B)(6) 2016 and the device was unable to be interrogated and presumed to be due to a depleted battery. The patient was referred for replacement. The patient underwent a full replacement on (B)(6) 2016. The patient's generator was completely depleted. It was found from diagnostics with the new generator that the impedance was high. The lead was replaced and diagnostics were normal. The lead was received for analysis on 02/29/2016. Product analysis on the lead was completed and approved on 03/10/2016. The outer silicone tubing has abraded openings. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified outer tubing abraded openings and the cut end of the returned lead portion.